Event description:
Customer reported the pump segment ruptured inside the pump and sprayed propofol onto the sterile field and surgeon. Reported propofol was infusing through the smartsite port when the user (provider) injected mediation through the attached stopcock using a 20 ml syringe. There was no pt harm reported and no medical intervention was required. Customer did not provide any additional event or pt info details.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.